Event description:
The nurse anesthetist (crna) was prepping for her first case. She was pulling drugs from the cart and the cart was taking 3-4 minutes between pocket to pocket dispenses. She completed her pulls and logged out. The anesthesia supervisor went in and did a hard-reboot and the cart seemed to speed up. Aesynt was called to report the event. They are investigating and going to look at similarities with last week's similar case event.